Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette was damaged. The patient stated that there was a cut noted at both sides of the cassette and there was no leak noted. This occurred before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.